Event description:
Boston scientific received information that after implanting the left ventricular (lv) lead, the pacing impedance measurements were greater than 2000 ohms. The lead was tested through the pacing system analyzer (psa) with impedance measurements of 1224 ohms. As a result, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.